Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08309. The pt received four leads and two of them were from the same lot number. It was reported the pt experienced intense shocking in the shoulder when she was in the reclined position. The sjm rep confirmed two lead contacts were invalid and the pt's shoulder was part of the pain pattern. X-ray taken revealed there was no lead fracture. The pt's right lead was shut off as the pt reported a stinging sensation even at low amplitudes. A follow-up appointment was scheduled to see if the issue was resolved.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.